Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed critical pump error. Customer said the critical pump error occurring in the morning during basal delivery. Customer already discontinue using the pump. Customer cannot recall the blood glucose reading. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump had pump error alarm noted in the long trace and critical pump error (open book), problem isolated to the connector board. The insulin pump was unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.